Manufacturer narrative:
The user experienced loss of consciousness with suspected severe hypoglycemia after continued use of the ilet prior to hospitalization while using a dexcom g7 cgm. This situation can result in acute neurologic symptoms associated with hypoglycemia and is consistent with the observed collapse requiring ems response and hospital admission. Engineering logs were reviewed, and no device malfunction was identified; available information supports an undetermined cause, as cgm data did not document sustained level 2 hypoglycemia and independent glucose measurements were unavailable at the time of the event. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 03-dec-2025 the reporter reported that on (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) levels reported to be approximately 20 mg/dl. The user was transported to the hospital by ems where the user was admitted and later discharged (B)(6) 2025. No long-term health effects were reported.